Event description:
Patient was revised to address instability due to initial surgical sizing and placement (left side).

Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided info states the instability is due to initial surgical sizing and placement. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for all reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change to outcome of the performed investigation, the complaint will be re-opened.